Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software and extraction was successful. A watermark was observed at the base of the sensor tail, indicating sensor was properly inserted. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Cntr_pot_low in the otp event log is an indication that returned sensor was terminated due to low counter potential voltage. Therefore, the smu (source measurement unit) test will be performed to determine if the sensor is fully functional and have any counter voltage issues. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). Measured the battery which was found to be within specification. However, sensor did not communicate with the software after de-casing. A visual inspection on the returned sensors pcba was performed, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test. C20 no findings available and d15 cause not established have been selected as the customers complaint was unable to test after de-casing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported receiving a constant sensor scan of 350 mg/dl compared to unspecified scan results received on a competitor brand meter. The customer self-treated with an injection (unspecified) and experienced sweating and became unresponsive. The customer was provided sugar water by a third party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported receiving a constant sensor scan of 350 mg/dl compared to unspecified scan results received on a competitor brand meter. The customer self-treated with an injection (unspecified) and experienced sweating and became unresponsive. The customer was provided sugar water by a third party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported receiving a constant sensor scan of 350 mg/dl compared to unspecified scan results received on a competitor brand meter. The customer self-treated with an injection (unspecified) and experienced sweating and became unresponsive. The customer was provided sugar water by a third party for treatment. There was no report of death or permanent impairment associated with this event.